Event description:
Reportedly, on (B)(6) 2014, during an x-ray examination, the patient complained about pain. An external defibrillation shock was delivered in order to solve an apparent ventricular arrhythmia. Preliminary analysis revealed the patient was suffering atrial arrhythmias since (B)(6) 2014.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.